Event description:
It was reported that a catheter issue occurred. The stenosed target lesion is located in the left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure, the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the 70% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. The device was completely removed from the patient, using extension catheter support.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion is located in the left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure, the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the 70% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. The device was completely removed from the patient, using extension catheter support. It was further reported that the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and microscope inspections revealed the imaging window was detached near the lap joint section and the imaging window was not returned for analysis. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion is located in the left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure, the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications reported.